Event description:
It was reported by repair work order that the cot was dropping on the left side when lowering. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.